Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet replacement device displayed an unresponsive screen on the fill tubing page, preventing the user from selecting yes, and the issue persisted after multiple restarts via the mobile app and an attempted firmware update, resulting in a replacement being shipped. Symptoms included out-of-range blood glucose associated with being disconnected from the system and without an active cgm. Outcomes included temporary reliance on an alternative insulin therapy. Investigation included phone-based troubleshooting and confirmation of device information. Investigation of this case revealed a malfunction of the user interface that prevented normal operation. It was concluded that the device malfunction warranted replacement and return of the affected unit for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.